Event description:
It was reported that the syringe pump keeps alarming "needs calibration" even after calibrated it. There was no patient involvement.

Manufacturer narrative:
Omit : returned to manufacturer on, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : device available for eval?, device return to manuf .? Additional information : reason code for no evaluation, if other specify, imdrf annex b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the syringe pump keeps alarming "needs calibration" even after calibrated it. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.